Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of a common femoral vein was attempted using a proglide device via an 8f sheath after an electrophysiology procedure. Reportedly, when pulling back on the plunger of the proglide device, no suture was present. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No imagining of the access site was performed prior to proglide use. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when pulling back on the plunger¿ was not confirmed as not all components were returned for analysis. Femoral imaging was not performed. It should be noted that the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.